Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 507.7 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the empty pump alarm was occurring. The patient had not missed a refill. The hcp then checked the logs to find out if an update was done at the refill on (B)(6) 2017. It was stated that they had a report showing the refill date in (B)(6) 2018, so the hcp thought it was updated. No symptoms were reported. The event date was noted to be (B)(6) 2017. No further issues were reported or anticipated. Additional information received reported that the cause of the pump not updating was not determined. The actions and interventions taken to resolve the issue was reported as had to be reprogrammed. The issue was resolved. No further complications were reported.